Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had unexpected restart alarm. The customer¿s blood glucose level was 200 mg/dl. The customer reported that they had received an unexpected alarm. Customer reported that they were able to clear the alarm. Customer was able to complete rewind. The troubleshooting was performed and was receiving another unexpected restart alarm after a battery change. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the unexpected restart error test and displacement test. No unexpected restart error alarm or reset time/date anomaly after change battery noted during testing.